Event description:
The patient underwent prophylactic vns generator replacement. The explanted generator was received and product analysis was completed. During analysis, contaminates were found along the trimmed edge of the printed circuit board assembly (pcba), and a review of the battery voltage versus the estimated charge consumed indicated that the battery depleted prematurely. The contaminates on the pcba were found to contribute to a high current state, which led to the premature depletion. The contaminates are the result of residual from the laser routing process. DHR review of the generator confirmed that the generator was manufactured with the use of laser routing based on the trim test tab date. No additional relevant information has been received to date.